Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. The delivery system was not returned to edwards lifesciences for evaluation.  A review of imagery provided showed the following:  valve aligned on the inflation balloon; crimp balloon torn proximal to inflation to crimp balloon bond. During manufacturing of the commander delivery system, the device and its components are tested and inspected multiple times. During receiving inspection of the balloon and delivery system were 100% visually inspected.  Product verification was performed and all test samples passed specification for lot release.  These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.   A lot history review was performed and did not reveal additional similar complaints for delivery system tracking difficulty, balloon torn, or balloon cover difficult to remove. A review of the complaint history from september 2019 ¿ august 2020 for the commander delivery system (all models and sizes) revealed additional similar returned complaint for delivery system tracking difficulty, balloon torn, or balloon cover difficult to remove.  The complaints were confirmed, however, no manufacturing non-conformities were found during the evaluation. Available information suggests patient and/or procedural factors may have contributed to the complaint events. A review of the complaint history revealed that the occurrence rate did not exceed the july 2020 control limit for the trend category. A review of complaint history on confirmed device complaints (returned and no product returned) from september 2019 ¿ august 2020 for the commander delivery system (all models and sizes) for delivery system tracking difficulty, balloon torn, or balloon cover difficult to remove was performed. The occurrence rate did not exceed the monthly control trending limit. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon torn was confirmed based on visual observation of provide device photo. The complaint for delivery system tracking difficulty and balloon cover difficulty to remove were unable to be confirmed due to the lack of imagery/returned device. Review of lot history, complaint history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per report, there was tortuosity present in the thoracic aorta as well as the ilio-femoral vessels. Additionally, it was stated that there was a large amount of tension present in the delivery system due to the tortuosity. This would have likely resulted in difficulty tracking the delivery system through the patient. Furthermore, while the delivery system or procedural and patient imagery was not provided, it is likely that tortuosity and tension in the system caused the separation of the inflation balloon to crimp balloon bond. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment. Additionally, a corrective/preventive action (CAPA) was previously initiated to further address this issue. A definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (tension in the system) may have contribute to the complaint events. Per the training procedural manual, the following steps should be taken in order to remove the proximal balloon cover: pull proximal balloon cover in delivery system towards blue section of balloon shaft. Carefully peel off proximal balloon cover (with both hands) over blue section of blue shaft to prevent potential balloon damage. Failure to follow these steps can result in difficulty removing the balloon cover. Per report, the balloon cover was removed using tools. Per the training material, the balloon cover should be removed by hand; use of tools for balloon cover removal may result in damage to the balloon. Available information suggests that procedural factors (improper balloon cover removal technique/equipment used to remove cover) may have contributed to the reported events. However, a definite root cause cannot be determined at this time. In addition, a supplier corrective action request has been previously initiated to further investigate and address issues related to balloon cover removal difficulty. Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were confirmed during the evaluation, no preventative or corrective actions are required. However, a supplier corrective action request has been initiated to further investigate and address issues related to balloon cover removal difficulty. A CAPA was previously initiated to capture additional information that currently exists in the training manuals into the IFU ¿instructions for use¿ for the sapien 3 and commander delivery system.  A product risk assessment previously initiated to investigate the cause and assess the risk associated with balloon torn.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6),  during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve in a previously implanted non edwards surgical valve, there were difficulties tracking the delivery system into the aortic position due to tortuosity in the thoracic aorta as well as the ilio-femoral vessels. Upon deployment of the valve, the balloon was unable to inflate due to a leakage. As soon as the inflation device was unlocked, blood flowed directly back into syringe and a balloon rupture was noted. The valve and delivery system were pulled back into the esheath and removed as a unit. A new 29 mm sapien 3 valve was deployed safely.  Post procedure, the patient developed back pain and CT and reported a dissection from the top of the aortic arch to the iliac bifurcation. Per medical opinion, the dissection of the vessel may have occurred on taking the first device into the aorta or upon removal of the system.  The patient was observed overnight with no surgical intervention. Upon inspection of the device, the valve was not inflated. After a post case discussion, it was thought that the balloon ruptured due to the angles it had to navigate with the tortuosity and the tension placed on the device.